Event description:
It was reported that the customer experienced a blood glucose (bg) level of 33 mg/dl, and a fall causing customer to sustain a head injury. The cause of the low bg was unknown, however, customer was reportedly a brittle diabetic. The customer went to the emergency room and was subsequently hospitalized. Bg was addressed via intravenous saline, antibiotics, and oxygen. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.